Event description:
It was reported that a patient experienced bacterial peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. On unreported date(s) in the same month as the onset of peritonitis, the patient was treated with vancomycin and ceftazidime intraperitoneally (frequency, dosage, and duration not reported) for the peritonitis. On an unreported date in the same month as the onset, antibiotic treatment for the peritonitis event was stopped. After 5 days of hospitalization for the peritonitis, the patient was discharged. It was reported that the patient was recovered from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested, but is not available. This is report 3 of 4.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter cassette. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.